Manufacturer narrative:
Concomitant products : evolutr-34-us transcatheter valve implanted: (B)(6) 2017, 6935-65 lead implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized, experiencing congestive heart failure, due to intermittent capture on the left ventricular lead. Medications were given, the patient was cardioverted, the lead was reprogrammed and remains in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.